Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation in 2008 that a flexima biliary stent system device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, after endoscopic sphincterectomy (est) procedure, they noticed that the suture was caught by the stent flap while attempting to release the stent. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient. Other ( suture difficult to release). Visual evaluation of the returned device revealed that the push catheter was bent near the distal end. The guide catheter was found to be partially retracted. The proximal exposed section of the guide catheter was kinked and stretched. A functional evaluation found that the guide catheter could be retracted completely without issue. After the guide catheter was fully retracted the distal end of the device was inspected and found to be kinked. The cause or the reported malfucntion is undetermined since the stent and suture were not returned for evaluation. The most probable cause that the guide catheter was kinked during use causing retraction to be difficult. It is also possible that during placement the push catheter was pulled proximally with the stent in place causing the suture to cinch around the guide catheter not allowing deployment to occur. The device history record for this lot was reviewed; no anomalies were noted.